Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of peritonitis was unknown. The patient was not hospitalized for the event. The patient was treated with vancomycin injection (discontinued) and fluconazole (oral, ongoing) for peritonitis. At the time of this report, the patient was recovering the events. Pd therapy is ongoing. No additional information is available.